Event description:
The olympus representative reported the evis lucera bronchofibervideoscope was buckling. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the coating on the insertion guide cover was peeling off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion guide cover was peeling off due to deterioration noted at estimation.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The insertion tube was buckled due to external factors. The bending section tube was crushed due to external factors. The bending angle was over. Forceps could not be inserted at all due to buckling of the forceps channel. The channel cleaning brush could not be inserted smoothly due to buckling of the forceps channel due to external factors. The flexible tube of the insertion section was crushed due to external factors. The image guide bundle was severely broken due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(6), was initiated from another facility for the same device, and a similar complaint, (B)(6), was initiated from another facility for the same device family. Conclusion: the root cause could not be identified. The issue was likely to have been caused by stress of repeated use, external factors, or product handling. Olympus will continue to monitor field performance for this device.